Event description:
(B)(6) itu reported the following flexi-seal issue. Male patient, (B)(6) had undergone a triple artery repair and had to return to theatre for a further embolectomy, pmh includes peripheral vascular disease and hypertension. Post operatively he had been on double strength noradrenaline (0.16mg/ml) at 10mls per hour and had also been on an adrenaline infusion at the same time. He had been on 100% oxygen with fairly high ventilator pressures. Flex-seal was commenced because of diarrhoea on (B)(6) and discontinued on (B)(6) when the product was found to be bypassing. On examination, a lesion was discovered on the posterior aspect of the patient's anus and was described as a "slit." It was not measured at the time. The lesion was subsequently photographed on (B)(6) and has yet to be reviewed by tissue viability. The patient had been sat out of bed on a chair last week with flexi-seal in situ and staff said he "only tolerated 30 minutes in chair", otherwise, when in bed, he was on a rotating mattress and turned 4 hourly. Flexi-seal questionnaire completed and returned. The local convatec critical care nurse specialist has called on the unit and explained that we have no clinical data to support patient's sitting on the product in a chair and would have concerns regarding the development of pressure lesions as has occurred with this patient. When rolling, patient noted that flexiseal was bypassing, noted that patient had developed a grade 3 pressure ulcer to the edge of his anus, where the flexi seal was situated. Flexiseal removed. Patient was transferred to another facility, getting updated information has been delayed. Patient is a (B)(6)) who had the device inserted on (B)(6) 2013, for diarrhea and removed after 14 days on (B)(6) 2013, because stool was 'bypassing' the tube. On removal, a skin 'slit' was noticed at the edge of the anus. The patient had been 'sitting out' with the device 30 minutes at a time. There was no diagnostic procedures ((sigmoidoscopy, proctoscopy, colonoscopy, etc) required and no treatment ((suturing, ligation, blood transfusions, etc) was reported to have been given. The adverse event is said to be ongoing as at the time of reporting.

Manufacturer narrative:
Following further product safety and reportability committee review of this case, the medical determination is being changed to serious based on the information that the device was discontinued, possibly to prevent a worsening of the ulceration. The use of the device is deemed causally related to this event. This issue does not constitute a risk to the safety of the public at large. The convatec product involved in this case is not used for the treatment or diagnosis of any medical condition. From a us medical perspective, unless additional or more significant details are forthcoming this case may now be closed. Reported to the FDA on (B)(4) 2013.